Manufacturer narrative:
It was clarified that the device passed all functional testing with some insignificant anomalies (loose grommet possibly due to setscrew being backed out too far, loose adhesive in manufacturing access hole). These insignificant anomalies did not affect the product performance and it was noted that these could have occurred at the time of explantation.

Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed no significant anomaly. Functionally the stimulator was okay and had insignificant anomalies. The stimulator was not overdischarged when it was originally received, coded as meeting rac and stored in lab. This was pulled and was analyzed; the stimulator did require a physician mode recharge and was recovered normally and functioned normally.

Event description:
Additional information received reported the patient's physician did not rule out a flipped implantable neurostimulator (ins) with x-ray and he did not think that it had flipped so an overdischarge was suspected. The physician thought it was the patient's third overdischarge but was not certain due to gaps in patient and physician information. The physician was unsure of the cause of the overdischarge as the device worked for a while following a previous overdischarge. It was noted the physician suspected patient compliance was the cause. It was noted no further physician mode recharges (pmrs) were performed because the patient could not remain in the clinic any longer. The patient was sent home to try to further charge the device; it was noted the patient was unsuccessful in doing so. The patient experienced lack of stimulation and return of pain that was previously being treated by spinal cord stimulation (scs). The patient is no receiving effective therapy and the physician was trying to schedule the patient for replacement for a non-rechargeable device. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were telemetry issues with the device. The patient's device was suspected to have been in overdischarge. A ph ysician mode recharge (pmr) was attempted three times without success. The patient had one overdischarge in the past (in 2010 or 2011), possibly two. The patient didn't think the battery was flipped. The patient was able to charge normally and he used stimulation for a few months without any issues. It was noted the patient had falls and had fallen back on his implantable neurostimulator (ins) before, which was in his buttock. It was unknown if any fall coincided with lack of stimulation. The last time any stimulation was felt was 6-12 months ago but it was also reported there was about 3 months with no stimulation. The device was unable to be brought out of overdischarge. Patient outcome not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.